Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on neo iris instrument serial number (B)(4); there were no errors in the event log, images appear as called by the instrument, rois were centered, and no adjustment needed the immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative phenotype result using the neo iris instrument.